Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three additional proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to a percutaneous coronary interventional (pci) procedure. Reportedly, there was resistance during insertion of the first proglide device; therefore, a scalpel was used to widen the nick and spread, and the device was removed. A second proglide device was attempted but when removing the device, the suture with the knot formed came out of the anatomy. A third proglide device was attempted but there was no suture present when the plunger was removed. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a greater than 8.5f sheath and the pci procedure was completed. Reportedly post-procedure, the knots of the successfully pre-placed sutures were successfully advanced and tied off; however, hemostasis was not achieved. A cut down was done to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.